Manufacturer narrative:
Product analysis: the product specimen has been discarded by the user facility. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that one year and eleven months post implant of this bioprosthetic valve in the mitral position, this valve was explanted and replaced due to increased gradients measuring 39 mmhg (peak) and 22mmhg (mean), decreased effective orifice area (eoa), and pulmonary edema. The ejection fraction was reported as 39 percent. The patient presented with cardiac failure, respiratory distress, and renal failure. No further adverse patient effects were reported.

Manufacturer narrative:
Evt problem has been updated to reflect the accurate duration of implant.

Event description:
Medtronic received information that 1 year and 5 months post implant of this bioprosthetic valve in the mitral position, it was explanted and replaced due to increased gradients measuring 39 mmhg (peak) and 22mmhg (mean), decreased effective orifice area (eoa), and pulmonary edema. The ejection fraction was reported as 39 percent. The patient presented with cardiac failure, respiratory distress, and renal failure. No further adverse patient effects were reported.

Manufacturer narrative:
Correction: updates made to reflect the accurate implant / explant dates, event date, and description of event problem. Analysis: while the actual product specimen was not returned, photo images were provided for evaluation. Upon receipt at medtronic's quality laboratory, the returned photo images were examined. A subject matter expert (sme) from research / development (r<(>&<)>d) was consulted to review the photos. Based on the review of the photos, thrombus formation was observed on the outflow which would have impaired the leaflet mobility. The impairment of leaflet mobility may have led to the decreased eoa causing the high gradient. In addition, the photos were forwarded to medtronic¿s pathologist for review regarding the cause of the thrombus formation. Based on the photos, the pathologist felt the extent as well as the morphology of the thrombotic vegetations covering the outflow surface is most consistent with device endocarditis. Conclusion: medtronic attempted to obtain additional information regarding the patient medical history and the pathology report (if applicable) was unsuccessful. Without the actual device returned to medtronic, any of the clinical observations cannot be confirmed and the root causes of the issue cannot be determined; however, based on the observation from the pathologist, endocarditis could be the probable cause of the thrombus formation. If the thrombus formation was caused by the endocarditis, it is highly unlikely that it originally came from the medtronic device and/or manufacturing process. The medtronic tissue bioprosthetic heart valve product manufacturing processes involves a series of tissue treatments to fix the tissue and to reduce the bioburden level prior the terminal sterilization step to yield a sterile product. The terminal sterilization process is validated using bacillus atrophaues atcc 9372, as recommended under iso 14160:2011. The last bioburden reduction process for the tissue heart valve products whereby the process was challenged with 106 cfu of mycobacteria species and bacillus atrophaeus atcc 9372 (aka bacillus subtilis varniger) at worst case conditions (minimum glutaraldehyde concentration at half the exposure time). The validation studies demonstrated that a sterility assurance level of 10-6 or better will be met against mycobacteria and bacillus species. In addition to the controls in place, a routine microbial monitoring program is incorporated into the manufacturing process. This program encompasses the monitoring of environmental area, assembled product bioburden, and packaging solution. Any growth, if found from the assembled product and packaging solution are characterized and evaluated for potential resistance to the terminal sterilization process. Finished products are only released with acceptable bioburden results. Additionally, acceptable sterility testing result is a requirement for finished product release. Based on the device history record (DHR) review of this product, there was no issue identified regarding manufacturing and sterilization that would have impacted this event. After a thorough review of the information received from this complaint, as well as the existing manufacturing processes and controls, the cross functional team which include r <(>&<)>d and the pathologist did not identify any inconsistency of the device was directly contributed to the thrombus formation which led to high gradient and necessitated reoperation.

Event description:
Medtronic received information that 11 months post implant of this bioprosthetic valve in the mitral position, it was explanted and replaced due to increased gradients measuring 39 mmhg (peak) and 22mmhg (mean), decreased effective orifice area (eoa), and pulmonary edema. The ejection fraction was reported as 39 percent. The patient presented with cardiac failure, respiratory distress, and renal failure. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.